Event description:
Patient underwent uncomplicated treatment on both nostrils with the rhinaer stylus. Approximately two weeks post-procedure, the patient presented with severe epistaxis in the right nostril. The patient received nasal packing and the following day a right sphenopalatine artery ligation was performed. At the time of the ligation, there was no active bleeding. The patient was seen approximately one week after the surgery and no further issues were reported.